Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device received an error code 110e air flow sensor calibration data error in the event log. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate error code 110e and 110f, but the error codes were confirmed in the log. The fse performed pre-op check, and it passed successfully. As part of the diagnostic, the fse performed the flow sensor zero calibration, and it passed successfully. No other issue was found. Electrical safety, controls test, and pre-op test was performed successfully, and the unit was returned to customer for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.